Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system unit never activated. There were no pt effects. The case was completed using another vasoview hemopro endoscopic vessel harvesting system. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that there were no non-conformities with the device, no signs of clinical usage, and minimal evidence of blood. Resistance measurements met specs. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device performed according to specs during several device activations, it produced steam. Based upon the functional test, the reported complaint for "would not activate" was not confirmed. A lot history record review was completed for the returned product lot number. There was no non-conformance which could be attributed to this failure mode. Internal file number - (B)(4).